Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis, with a blood glucose of 210 mg/dl. It was reported that the customer experienced extreme thirst, excessive urination and sleepiness. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime and high pressure tests. The caller removed the infusion set from the customer's body, and the cannula was bent. The caller stated that the customer does have another infusion set to use. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.